Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device failed to discharge via internal paddles during a patient event. The event occurred in the operating room during a cardioversion attempt with internal paddles.

Manufacturer narrative:
The device was evaluated by a philips field service engineer (fse) and passed all performance verification testing. The electronic event file ((B)(6) 2016 at 9:12:41 a.m.) Was reviewed. The device was powered on to an energy selection of 6 joules which was successfully delivered. A total of five shocks were delivered via internal paddles during this event with impedance values ranging from 29.1 to 30.9ohms for these delivered shocks. There were additional charges of energy between the delivered shocks. These shocks were not delivered as evidenced by the "shock aborted" messages on the event review summary. There was one shock aborted between the 2nd and 3rd shocks, one between the 3rd and 4th shocks and two between the 4th and 5th shocks. An additional charged energy was disarmed. For the 4 shocks that were aborted, there was an impedance measurement of 655 ohms and the internal paddles waveform showed a dashed line (indicating no internal paddles ECG input). This is consistent with the user pressing the discharge button before the internal paddles made contact with the heart. This event was reviewed with a philips product support engineer (pse). The pse used a representative internal paddle set with a heartstart xl+ defibrillator and performed an open air discharge of energy, equivalent to what was done during this event, and the shock was aborted and showed an impedance value of 655 ohms. The device is fully functional and remains at the customer site. This device is safe for continued use. There is no information that supports that a malfunction of the device occurred. The shocks that were not delivered were aborted as the internal paddles had not yet made contact with the heart resulting in an open air discharge of energy. This is supported by the high impedance values recorded during the event. To the event.

Event description:
It was reported to philips the device failed to discharge via internal paddles during a patient event. The event occurred in the operating room during a cardioversion attempt with internal paddles. There was no patient harm since a second device was brought in and used to deliver therapy.